Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A visual inspection was conducted, but no issues were found. During evaluation it was noted that the power inlet module was found burnt. Self-testing and an event history review could not be performed due to the inability of the machine to turn on. The defective power inlet module was replaced and the unit was repaired in accordance with required procedures. The machine passed all check and calibration tests successfully during service. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of smoke that was observed coming from the back of the homechoice (hc) machine during set up for peritoneal dialysis therapy. The patient was not connected when the smoke was observed. A swap for the device was initiated and the use of continuous ambulatory peritoneal dialysis was advised until the new machine arrived. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.